Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code and was emitting tones. The device also triggered elective replacement indicator and battery was at 6 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services consultant recommended replacement. As of this time, this s-ICD remains in service. No adverse patient effects were reported.